Event description:
Patient was successfully intubated on 3rd attempt and placed on the ventilator. Pt was proned with head turns every 2 hours. Patient started with intermittent problems with volume return but resolved with a little repositioning of the patient. The following day, more consistent problems noted with patient not returning proper volumes. Physician removed the et tube and discovered the cuff on the et tube was much large on one side than the other. Staff who assisted with the original intubation verified the cuff looked normal prior to the original intubation. Manufacturer response for endotracheal tube, hi-lo oral nasal tracheal tube - shiley size 7.5 (per site reporter). Equipment failure reported to covidien customer service and discussed the details with manufacturer's representative. The manufacturer assigned a complaint number.

Event description:
Patient was successfully intubated on 3rd attempt and placed on the ventilator. Pt was proned with head turns every 2 hours. Patient started with intermittent problems with volume return but resolved with a little repositioning of the patient. The following day, more consistent problems noted with patient not returning proper volumes. Physician removed the et tube and discovered the cuff on the et tube was much large on one side than the other. Staff who assisted with the original intubation verified the cuff looked normal prior to the original intubation. Manufacturer response for endotracheal tube, hi-lo oral nasal tracheal tube - shiley size 7.5 (per site reporter) equipment failure reported to covidien customer service and discussed the details with manufacturer's representative. The manufacturer assigned a complaint number.